Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): (B)(4).

Event description:
It was reported that during the implant procedure, cardiac perforation occurred. The patient was stable after the event and discharged from the hospital two days later.